Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture in the battery compartment. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: a review of the device history indicated evidence of short battery life as illustrated with a drastic voltage drop. The battery compartment was found to be cracked below the grip pad. The battery cap fully secured to the pump; a power loss was not observed. During testing, all of the current draws measured above specifications. The pump case was removed and moisture corrosion was found to the cgm module. The complaint of a battery life issue was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.